Event description:
Physician had made 4 cuts with the silverhawk in the tibial-peroneal trunk and when pulling the silverhawk back the physician noted the device appeared to have wire wrap. Upon removal of the device, the physician noted that the distal nosecone was missing. It appeared to be in the end if the sheath. The sheath was removed and upon examination, the tip was not present. When looking under fluoro, the physician noted the distal tip marker, but did not want to try to snare it because it was thought the piece would dislodge. Physician decided to stent the tip in place in the right iliac artery from a rfa approach. The case was finished.